Event description:
It was reported that the ilet touchscreen was cracked when the user attempted to assist their spouse, resulting in a fractured screen that could not be read or unlocked and prompting the user to switch to manual insulin injections after the device shut down. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related failure of the touchscreen consistent with a fracture of the component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. Event summary.